Manufacturer narrative:
The biomedical engineer (bme) reported that there was frequent communication loss on all channels on an intermittent interval, several times an hour. They swapped this unit for an on-site spare which resolved the comm loss issue entirely. No patient harm was reported. Investigation conclusion: the evaluation of the returned device shows that this complaint is not confirmed. The root cause of the reported issue could not be determined. No further investigation will be performed. Additional device information: d10 concomitant medical device. Central nurse's station model: pu-621r sn: (B)(6). Telemetry transmitter model: zm-531pa sn: ni. Additional information: b4 date of this report d9 device available for evaluation g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that there was frequent communication loss on all channels on an intermittent interval, several times an hour. They swapped this unit for an on-site spare which resolved the comm loss issue entirely. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that there was frequent communication loss on all channels on an intermittent interval, several times an hour. They swapped this unit for an on-site spare which resolved the comm loss issue entirely. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that there was frequent communication loss on all channels on an intermittent interval, several times an hour. They swapped this unit for an on-site spare which resolved the comm loss issue entirely. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device central nurse's station model: pu-621r sn: (B)(6). Telemetry transmitter model: zm-531pa sn: (B)(6).